Event description:
Ous MDR. Possible pacing failure in the ventricle after the patient fell on the pacemaker. According to dr (B)(6), pauses of more than 2 seconds were visible in the ECG.

Manufacturer narrative:
The device underwent an entire electrical initial check and was within all the specifications. No pacing or sensing failures exist. There is no electronic failures either. The pacemaker was visually and geometrically tested regarding the pacemaker connection system. The dimensions of the connection system correspond to the international standard required for dimensions. The spring elements for contacting the indifferent lead connection do not show any deformations. The force necessary for clamping an is-1 lead connector has been achieved. The lead fixation screws for the different lead contact are within dimensions, tolerances, and do not exhibit any failures. The clamping depth necessary for clamping the is-1 lead connector is achieved with lead fixation screws. The analysis of the ECG sent with the pacemaker does neither show the pacing pauses of more than two seconds, nor signs of a malfunction of the pacemaker. The analysis results do not show any sign of material or manufacturing error. The pacemaker is within specifications. We were unable to find a deviation during the analysis for the pause in pacing of 2 seconds.